Event description:
Hypoglycaemic episode, funny turn [hypoglycaemia]. The event could be due to the pen [product quality issue]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from the (B)(6) was reported by a consumer as "hypoglycaemic episode, funny turn" and "the event could be due to the pen" (non-serious). It concerns a female patient using novopen 3 from an unknown date to unknown date due to diabetes mellitus. Patient's height and medical history was not reported. On an unspecified date in (B)(6) 2011 the patient presented with a "funny turn" where she was acting strangely and would not take glucose or have her blood glucose tested. She was taken to the hospital where she was diagnosed to be having a hypoglycaemic episode. She was not admitted but it was advised that the event could be due to the pen. It is unknown whether the patient received any treatment. Novofine 31g/6mm needle was changed after each injection, device not stored with the needle attached. Outcome of events was reported as "unknown." Please note: the receipt date of initial information for this case is (B)(4) 2011 not (B)(4) 2011. The date cannot be updated due to a safety database limitation after the case has been processed.